Manufacturer narrative:
Concomitant medical products: 3058 ipg implanted: (B)(6) 2020, 978b128 lead implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and the implanted bladder stimulator were causing interference on the monitor. The crt-d remains in use. No patient complications have been reported as a result of this event.